Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc was mostly within the expected range. A few outliers were noted. It was noted that the surface of the reaction cell was wet. The field service representative checked and cleaned a valve and checked the vacuum levels at the rinse station. After service, no abnormal cuvette washing nor water on the cell surface was observed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 1.27 mmol/l. The repeated result was 2.23 mmol/l. The questionable result was not reported outside the laboratory. The sample was repeated due to the initial result not matching the patient's clinical status.